Event description:
The customer reported falsely decreased architect creatinine2 results for a patient sample that was reported out of the lab. The initial creatinine result was 0.26 mg/dl, and the actual result was 2.3 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported discrepant results, a leak during the cuvette wash, and error code 0550 cuvette wash not finished. The field service representative (fsr) inspected the instrument and resolved the issue by cleaning the high concentration waste pump tubing. No additional discrepant result issues have been reported since the service activity was completed. Part number 7-35009685-04 tubing, peristaltic head (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any related issues. The device history records were reviewed and did not identify any non-conformances or deviations for the part and analyzer associated with this complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.